Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and narrow de novo proximal right coronary artery. A 20/30 indeflator was used to inflate an unspecified balloon catheter and an unspecified cutting balloon catheter a total of 6 times. The balloon catheter was inflated at 18 atmospheres (atms) for 24 seconds, at 18 atms for 5 seconds, at 18 atms for 8 seconds and at 20 atms for 9 seconds without any issues. The cutting balloon was inflated at 12 atms for 24 seconds and at 8 atms for 17 seconds when pressure was lost from the indeflator because the gauge stopped functioning. Therefore, another indeflator was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported break/gauge pressure loss was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.